Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 around 6:00pm. Pt called in stating that she felt like her glucose was low. Pt's son then tested her blood glucose and got a high reading, prompting him to call paramedics. The reading on the prodigy meter at the time of the event was 200mg/dl. Pt stated that she was incoherent and unsure what was going on around her. Two additional test were performed with results of 100mg/dl and 102mg/dl. Paramedics were called 1-2 minutes after the last test with the prodigy meter. Pt was given orange juice while sitting on paramedics. Upon arrival paramedics tested pt's glucose with their meter with a result of 70mg/dl. Approx 20 minutes passed between testing with the prodigy meter and the paramedic's meter. Pt was instructed by paramedics to continue to test. Pt was not transported to ER. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter and found: the current test is 1.6ua. The standard is <15ua. Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range.